Event description:
It was reported that patient is "having trouble breathing, dizzy and his wife recorded the heart rate at 39". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.